Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reporting ECG cable failure with no other info. No reports of pt involvement.